Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measures approximately 1.41mm x 2.26mm in size. Additional findings not reported by site: the instrument was found to have a detached fragment. The fragment broke off from the instruments tube adapter. The broken piece was not returned with the instrument. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of a single port monopolar curved scissors instrument had a broken tip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the customer but was not able to obtain any additional information.